Event description:
It was reported the pt's device was in a power on reset condition (por). It was stated the pt had been in the hospital, but the rptr was unsure what test, monitoring, or procedure the pt had. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).